Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) alarmed and went into sound bite. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was able to complete an autofill. The unit was set to run for 1 hour successfully and with additional testing, the fse was not able to replicate the error. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.